Event description:
It was reported that there was a sudden "ventilator failure" alarm, the automatic mode of the ventilator failed during anesthesia for surgery. No health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that there was a sudden "ventilator failure" alarm during usage. The automatic mode of the ventilator failed, and it was switched to manual mode to manually ventilate the patient. The patient's vital signs were stable and the surgery went smoothly. No patient injury. The fse visited on site and replaced the pump after trouble shooting, the problem was resolved. The part involved was returned to manufacture for investigation. The investigation and testing were performed on the returned part. 1.measure the input port of the negative pressure pump, and no short circuit or open circuit is found. 2.power on test, first use a lower voltage of 12v, with the sound of the motor rotating, it can be confirmed that the motor and pcb of the motor can work and are functional. 3.then you can hear abnormal noises, as well as the sound of piston and motor rotation being blocked.4.there is a foreign object blocking the movement process of the piston.5.further disassemble of the piston area, it was found that the shaft sleeve of the piston connecting rod had broken, forming a situation that blocked the piston from running. Draeger finally concluded that the shaft sleeve of the piston connecting rod broken lead to no negative pressure, and micro controller stops the ventilator and makes alarm single on screen and to the louder speaker. The device has alarmed as designed. Besides, based on the maintanence recored , the sn of the device involved should be usen-0006, not usen-0003 reported by the hospital. Fabius plus anesthesia device 8606800 sn usen-0006 was first produced and tested in sdmi in dec. 2013, and it has been used around ten years.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that there was a sudden "ventilator failure" alarm, the automatic mode of the ventilator failed during anesthesia for surgery. No health consequences have reportedly occurred.